Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a "blackout", which has not happened since before the device was implanted. The patient also indicated that a few days later, they were in atrial fibrillation (af) for 24 hours with the sweats and unable to breathe. No additional information could be obtained through follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.